Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the alarm was made and the front panel was black which occured due to cr board (pressure sensor/pressure sensor circuit) failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device made the alarm when the subject device was turned on after the unspecified procedure. The intended procedure was completed with the subject device. During incoming inspection for repair at olympus (B)(4), it was found that the subject device made the alarm when starting up and the front panel of the subject device went black. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report form olympus service operation repair center (sorc), omsc determined there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device. Since the subject device has been not returned to omsc, the cause of printed circuit board failure could not be identified. As to the cause of the failure in the internal circuit of the subject device, it was surmised that it occurred because pressure sensor on the main board was malfunctioned. As to the cause of the malfunction of the pressure sensor on the main board, it was surmised that it was due to any one of the following process failures. (1) oxygen entered inside the subject device and caused the oxidation corrosion in the electrode part of the pressure sensor. Due to the oxidation corrosion, the wiring inside the pressure sensor was separated. (2) since components were wrongly mounted, a foreign material (epoxy) was adhered. Due to the adhesion of the foreign material (epoxy), the wiring inside the pressure sensor was separated. If additional information becomes available, this report will be supplemented.